Manufacturer narrative:
The instrument has been investigated. The field service engineer (fse) evaluated the instrument and found the collet stuck in the reported problem area of the pipettor assembly. The tip clamp sleeve and tip clamp were replaced. The instrument was inspected, tested without further problem, and returned to service.